Event description:
It was reported "the luer-hubs (blue and white) were leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hubs (blue and white) were leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. The catheter body appeared intentionally severed. Visual inspection revealed both the proximal and medial extension lines was separated directly adjacent to the luer hub. The medial luer hub was not returned. Remains of the extension line were visible inside the separated proximal luer hub. The separation point on the extension lines were rough and jagged. The total length of the catheter body measured to be 3 mm which is not within the specification of 207 mm - 227 mm per product drawing. This indicates that at least 204 mm of the catheter were severed and not returned. The outer diameter of the proximal lumen measured to be 2.195 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the proximal lumen inside the luer hub measured to be 1.4732 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The outer diameter of the medial lumen measured to be 2.176 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the medial lumen measured to be 1.4478 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal lumen was flushed using a water-filled lab inventory syringe. The lumen flushed as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal and medial extension lines had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the proximal luer hub. The medial luer hub was not returned. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.